Event description:
It was reported that "noticed screw extractor tip broken when asked to use during surgery. Must have happened in cleaning."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.